Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported that she had high blood glucose but not hospitalized. Customer's blood glucose was 480 mg/dl. The customer took an injection. After the troubleshooting was done, customer was advised to change entire set, reservoir and insulin and treat. Customer was advised to call us back when tubing clamp received to perform high pressure test to confirm pump can detect an occlusion.